Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please inform when the needle pulled off from the suture: while in the package, when removing from the package, during use on patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an ablation of beauty spot on (B)(6) 2018 and suture was used. When closing the skin with suture, the dermatologist noticed that the needle was pulled off from the suture used of another thread. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please inform when the needle pulled off from the suture: when removing from the package : the needle was pulled off inside the package, the dermatologist has noticed the dysfunction when opening the blister.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A winding former with a suture, a detached needle and a paper lid were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture needle pull off was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient in keeping the needle/suture union during transportation or use.